Event description:
It was reported from (B)(6) that the device had a failure. It was further reported that there was an issue with the power drive controls and that backwards spin is the only option that functions. It is unknown if the malfunction occurred during a surgical procedure. It is unknown if there was any patient or user involvement. It was not reported that there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate